Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a piece of white thread was found inside the unopened approach cto microwire wire guide packaging. This event occurred prior to patient contact.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of the reported foreign matter, which was present and readily observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause of the failure mode was related to the manufacturing and packaging of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.